Event description:
The patient stated she went to the ER on saturday because she had a rash type thing over where her battery is sitting and they were saying it was shingles but the patient thought it was weird that it was right over the implantable neurostimulator (ins). The patient stated it almost looked like a chemical burn and was painful. Patient asked if the battery could be leaking. The patient stated has ms and falls all the time. The patient stated her ins was also tilted. The rash type thing was considered sudden. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a manufacturing representative (rep) reported that the patient developed shingles over the implant site and it did not seem to go away. The patient had an appointment with the managing physician on (B)(6) 2016. The rash was diagnosed as shingles, not anything with the device. No steps had been taken to resolve the implantable neurostimulator (ins) becoming tilted. Medication was given for the rash. The ins becoming tilted and the rash had resolved for the most part. The patient noted that shingles would take time to heal.

Event description:
Additional information from the patient reported they made an appointment with a new healthcare provider (hcp) for (B)(6) 2016 and will talk about surgery options to resolve the issues with the tilted ins.

Manufacturer narrative:
This event was also previously reported under manufacturer's report #3007566237-2016-03041, any additional information regarding this event will be under the manufacturer report #3004209178-2016-13706.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.